Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2025 and was discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be confirmed. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including infection and arrhythmia. Section 6 of the IFU, "patient care and management", also lists infection and arrhythmia as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient experianced a major bacterial driveline infection which was noted to be device related. A surgical driveline exit site diversion and medical therapy was performed to treat the event. The patient was admitted on (B)(6) 2025 and remains admitted as of (B)(6) 2025. The reason for the patient's admission was the infection and a cardiac arrhythmia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.